Event description:
A customer reported their battery will not stay in the AED. The customer stated that while doing an inspection he noticed that the battery eject button was stuck in the pressed position and wants to know is there a way to reset the button or is a new AED required? Battery will not stay in position otherwise. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that while doing an inspection he noticed that the battery eject button was stuck in the pressed position. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.